Manufacturer narrative:
One medfusion pump was returned with the plunger head full of contamination. The event history log was reviewed and there was no "plunger not in place" alarm. Startup test was conducted and the pump was inspected. The reported issue was able to be replicated. The issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. All parts of the plunger head were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump showed the plunger sensor failure. There was no reported adverse event.